Event description:
A (B)(6) female who presented complaining of vaginal bleeding and poor urinary function. She previously had undergone a transvaginal mesh procedure for treatment of prolapse. She developed severe pain in the region near the sacrospinous ligament as well as mesh erosion in the anterior and posterior compartments.